Event description:
It was reported that that the patient is feeling increased pain when using the spinalpak stimulator. Customer service advised the patient to gradually increase wear time, starting with an hour of treatment and increasing daily. It was later reported that the patient continued to experience pain during treatment. The patient has a baseline pain level of 8 or 9 out of 10 which increases even further when treating with the spinalpak stimulator. The patient described the pain during treatment as a throbbing pain. It takes about 2 hours for the pain level to return to baseline after stopping treatment. The patient discussed the issue with the prescribing surgeon and was advised to continue treating as much as possible with the device. No further information was provided.

Manufacturer narrative:
Section b3: the date of the event us unknown. Event date is estimated as (B)(6) 2026. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. The device is used for treatment. Ebi will continue to monitor trends.